Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing a daily check run. Fse found a cup stuck under the incubator and removed it, cleaned and lubricated the incubator. Fse successfully completed daily check, qc and cup transfer test runs without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [4275] incubator slipping detected. Cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor (B)(4). Measurement will be interrupted. Action: please contact tosoh local representatives. Check (B)(4) and (B)(4) for a possible malfunction. The most probable cause of the reported event is due to obstruction of test cup stuck under incubator.

Event description:
A customer reported getting error message "4275 incubator slipping detected¿ on the aia-900 analyzer. The customer stated analyzer makes loud grinding noise. Analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.